Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient had their pump removed on (B)(6) 2016 due to an infection at the pump site. The patient stated that the infection was at the pump pocket site and was accompanied by a fever. The infection was confirmed and was associated with the implant of the pump. The patient reportedly had IV antibiotics and a total system explant as a result of the infection. The infection was resolved following the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.